Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experience a lead dislodgements as a consequence of what appears to be twiddler syndrome. The cardiac resynchronization therapy defibrillator (crt-d) was spun. As a result the lead was explanted and replaced and the crt-d repositioned. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.